Event description:
It was reported that on (B)(6) 2012, patient had right shoulder surgery after falling 16-18 feet off a ladder. Diagnosis resulting in surgery was: right shoulder full thickness tear of rotator cuff; a subacromial impingement; biceps tendinopathy and an acromioclavicular tendinopathy. During initial (B)(6) 2012 surgery, the surgeon placed multiple bone anchors in patient's right shoulder. Immediately after surgery patient complained of excruciating pain in right shoulder. From (B)(6) 2012 followed up with family practitioner and surgeon during which time patient continued to complain of increased pain. On (B)(6) 2012, patient had MRI (results not provided by reporter). On (B)(6) 2012 surgeon advised patient to continue physical therapy and anti-inflammatory meds. On (B)(6) 2012, patient had a second surgery during which time surgeon located a displaced surgical anchor in the intra-articular space of patient's right shoulder. Anchor was removed and patient was informed he had suffered permanent damage to his gleno-humeral joint. Patient needed a total right shoulder replacement.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of the event include improper bone preparation, implant over insertion in patients with insufficient quantity or quality of bone, and/or patient post-op non-compliance. Product directions for use (dfu-0087) states that post-operatively and until bone healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. Any decision to remove the device should take into consideration the potential risk to the patient of a second surgical procedure. Device removal should be followed by adequate post-operative management. Product directions for use contraindicates the use of this device in patients with insufficient quantity or quality of bone. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.